Manufacturer narrative:
An event regarding alleged dislocation involving a universal adaptor sleeve v40 ti was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because no information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Left hip open reduction vs possible revision. Principle problem was failed total hip arthroplasty with dislocation. No return due to hospital policy.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device not available.

Event description:
Left hip open reduction vs possible revision. Principle problem was failed total hip arthroplasty with dislocation. No return due to hospital policy.